Event description:
It was reported that during a colectomy surgery, staples cannot be fully depressed when installed, resulting in improper installation. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/4/2024. D4: batch#: 964c27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damage and with no instrument. The swing tab was found to be in the unlocked position and the reload was unfired. However, 1 missing staple was noted along the staple line. No functional test was performed in order to preserve evidence. In addition, the reload was loaded without difficulties in a test device. No conclusion could be reached on what caused the staple to be missing. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the reload cannot be inserted unless the firing knob is in its original position. The staple retaining cap ensures proper staple orientation and protects the staple leg points during shipping and transportation. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 964c27, and no non-conformance's were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.